Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The label review found the labeling adequate for the use error in this complaint.

Event description:
During follow up on a report of a patient feeling overfilled, corporate product surveillance (cps) received a report from a registered nurse (rn) who stated that the home patient (hp) had two high drain alarms a couple days before the initial report of feeling overfilled. The rn stated that the hp did not call the alarms into global technical services (gts) because he thought that they were a good thing. She stated that the largest prescribed fill volume is 1900ml. Otherwise, she stated therapy has been going well. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the report. No further information was available at this time.

Manufacturer narrative:
(B)(4). Global pharmacovigilance provided the following additional information obtained from the peritoneal dialysis nurse (pdn) on (B)(4) 2012. The pdn stated in (B)(6) 2011, the patient started peritoneal dialysis (pd) therapy using dianeal low cal ambuflex 12l intraperitoneally, nightly. The pdn confirmed the consumer reported event of "feeling overfilled" in (B)(6) 2012. In (B)(6) 2012, "feeling overfilled" was resolved. Pd was ongoing with no changes to the dianeal prescription. The pdn stated that she believed the "feeling overfilled" was related to the homechoice (hc) machine. The pdn further clarified that she believed the hc overfilled the patient. The pdn stated that the hc was exchanged and there have been no problems reported by the consumer with the replacement hc. The pdn stated that the events were not related to the dianeal solutions. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, false empty detect and use error-the clinician inappropriately set the minimum drain volume percentage setting too low. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this issue is being investigated through CAPA.